Manufacturer narrative:
The specific bd device, catalog number, and lot number for this incident was not provided by the initial reporter. Without this information bd is unable to determine where the unspecified device was manufactured. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that a healthcare worker gave a patient a subcutaneous injection with an unspecified bd safety needle. As the clinician activated the safety mechanism on the needle, her finger slipped and she obtained a needle stick injury to her third digit on her left hand. It is unknown if the clinician received any medical interventions.